Manufacturer narrative:
On 5/12/2021, mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the saline returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information is available. Note: the initial reporter¿s zip code is (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2020, two saline mentor breast implants were received by the mentor failure analysis lab with no accompanying information under manufacturer report number 1645337-2020-09425. On (B)(6) 2021, multiple attempts have been made to obtain additional details regarding this event under manufacturer report number 1645337-2020-09425. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient.